Manufacturer narrative:
(B)(4). The optiflow junior cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and paediatric patients. It features adhesive pads (wigglepads) to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. Method: the complaint opt312 junior cannula was returned to fisher & paykel healthcare in new zealand and visually inspected. Results: visual inspection revealed that the returned cannula was damaged at the swivel grip tub joint. Although the tubing was stretched, the metal spring was still intact and attached to the swivel grip. Conclusion: we were unable to determine the cause of the reported failure. However the damage was most likely caused by an excessive pulling force being exerted on the tubing. All optiflow junior cannula are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are taken hourly from each run and pull tested to check glue joint strength at the cannula/tube joint, as well as the swivel grip joint. If there are any failures the entire batch is put aside for further investigation. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior nasal cannula. They also state the following: - ensure that all connections are secure during use. Check cannula is undamaged and that the flow path is maintained. - appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death. - do not stretch or crush tube.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) representative that a defect was found on the tubing of an opt312 optiflow junior cannula during use. No patient consequences were reported.